Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user states the stoma is larger than the precut hole in the wafer which has caused minimal bleeding to stoma. No medical intervention was required.